Event description:
It was reported that the automated impella controller (aic) dropped to the floor by accident. This issue occurred during use. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D6: unknown implant/explant dates the investigation of automated impella controller (aic) - damage during therapy has been completed. The cause of the issue was use related i.e. The crack in the housing was caused due to the console falling to the floor.